Manufacturer narrative:
For the four reported events, the samples were not returned to the manufacturer for inspection/evaluation. As the lot numbers for the four devices were not provided, manufacturing reviews could not be performed. Therefore, the investigation of the reported events are inconclusive. Based upon the available information, the definitive root cause for this events are unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
This report summarizes four malfunction events. A review of the events indicated that model rf048f vena cava filter allegedly detached, perforated, migrated, and embedded. These reports were received from various sources. Of the four event, did involved patient with unknown reported patient injury. The patients age, weight and gender were not provided.